Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 50 mg/dl at the time of incident and the current blood glucose of the patient is 173 mg/dl. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. Customer treated with glucose tablet. The product will not be returned for analysis.